Event description:
It was reported via repair work order that the side arm covers were damaged with reported sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side arm covers were damaged with reported sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Fracture problem